Event description:
Rn reports a home pt (hp) with a separation of the transfer set from the titanium adapter on 6/27/99. The transfer set was 3 weeks old. The pt prsented in the emergency room and received a transfer set change and was diagnosed with peritonitis. The pt was treated with vancomycin 1 gm intraperitoneally every 4 days for 4 doses. The pt has fully recovered per the rn.